Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: investigation revealed the trochanteric nail kit, ti gamma3® to be the primary product. The lag screw and locking screw returned are considered concomitant products. Failures in material or manufacturing of the affected nail kit returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail (and of the lag screw) returned. The affected item was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. A functional test revealed that function is fully given on all received implants; no deviation was found. The set screw could be inserted as intended; both rotation and complete migration of the lag screw was prevented whilst sliding in a limited and defined range was possible. General aspects: the basics of the gamma3-system are the interaction of nail kit (including a set screw) and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. Gamma3 lag screws are designed to transfer the load of the femoral head into the nail shaft by bridging the fracture line to allow faster and more secure fracture healing. The set screw is designed to fit into one of the four grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. (The set screw has a safety feature ¿ a plastic ring ¿ which prevents potential loosening during the implantation period.) The nail allows sliding of the lag screw for dynamic bone compression at the fracture site to enhance fracture healing. In the case presented a (B)(6) female patient had been treated with a gamma3 trochanteric nail ¿ including a lag screw ¿ on (B)(6) 2015 due to a pertrochanteric fracture of the right femur. On (B)(6) 2015 the implants were removed due to a ¿secondarily dislocated pertrochanteric fracture of the right femur¿ and a tep was implanted. Both surgery reports (initial surgery and revision) as well as 15 x-ray studies on cd in acceptable quality were provided. On the postoperative x-rays dated (B)(6) 2015 the cut-out situation is clearly visible. The above information and the x-rays were forwarded to a consultant hcp for review. His comments: ¿ ¿satisfactory fracture reduction and hardware implantation (no increased tad / tip apex distance). ¿ after 3 months a cut-out occurred due to bone sintering and massive osteoporosis. ¿ contraindication regarding the poor bone quality due to the advanced osteoporosis is indicated in the current instruction for use: bone stock compromised by disease, infection or prior implantation that cannot provide adequate support and/or fixation of the devices.¿ in the event description the surgeon of the hospital stated, that ¿the lag screw migrated to central¿. The lag screw shows only slight medial migration, which is in the normal range, and is still connected to the nail by the set screw which had prevented further migration of the lag screw into the pelvis.the construct of nail kit and lag screw did not fail in any way. In case of a correctly inserted set screw a significant medial migration of the lag screw, even under application of considerable force, can be excluded. Postoperative scenario in the case presented (referring to the x-rays provided): - initially, lateralization of lag screw as intended - lag screw reached the lateral end stop - femoral neck / head rotated and slipped over lag screw (penetration of femoral head by tip of lag screw) ¿ cut-out - after penetration of the femoral head the lag screw medialized additionally from a technical point of view it was concluded that the femoral neck had rotated over the lag screw, whilst the femoral head was penetrated by the tip of the lag screw, which presents a cut-out after an implantation period of approx. 3 months. Based on the above observations the event is not linked to a deficiency of the device(s), but was rather caused by bone sintering and massive osteoporosis according to the statement of a consulting hcp. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the surgeon of the hospital, that the lag screw migrated to central.

Event description:
It is reported by the surgeon of the hospital, that the lag screw migrated to central.